Manufacturer narrative:
Customer broke the snap in mount during dental implant placement. Customer had to trephine the implant and graft the site. Product not returned. According to IFU for conelog progressive line implants there is a pre-defined breaking point to prevent the implant from damage during placement. It seems that dentist did not use dense bone drill or tap during implantation.

Event description:
Customer broke the snap in mount during dental implant placement. Customer had to trephine the implant and graft the site. Product not returned.